Event description:
It was reported a patient had an initial left total hip, a revision approximately 4 years later, and second revision approximately 11 years after the first. Approximately, four months post-revision, began to develop worsening varus deformity and was admitted to the hospital for a femoral fracture with a varus deformity. Then, underwent an orif using a ncb double plating system. Subsequently, ten days post-operative, returned for an additional surgery due to a hematoma and questionable infection. Due diligence is in process and further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). . G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. Corrected: b6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Medical records included in the legal documentation were reviewed by a health care professional. The review identified that a further operation was performed 10 days later at marien-hospital in siegen due to a hematoma or a questionable infection of the left femur. No detailed documentation is available. Radiographs were not provided. Based on the received legal documentation, the reported event can be confirmed. The patient underwent a left total hip replacement, with two subsequently revisions. Approximately four months after the second revision, a progressive varus deformity developed. After this, the patient was hospitalized for a femoral fracture with varus alignment. Then, an orif was performed using an ncb double plating system. Ten days later, the patient required another surgery due to a hematoma and suspected infection. Timeframes for the onset of hematoma differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Further, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified devices caused any patient infection. Due to limited information and the inability to perform a full evaluation, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.